Manufacturer narrative:
This report contains supplemental information for mentor psr submission reference number (b(4). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture, fatigue manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr submission reference number (B)(4). It was reported that a (B)(4) caucasian female patient underwent a breast augmentation revision with two 325cc mentor memorygel breast implants and suffered capsular bilateral contracture complicated by fatigue postoperatively. As a result, the patient had the devices explanted on (b(6) 2018. This report is for the patient¿s right-sided device. On (B)(6) 2019, mentor became aware that psr submission reference numbers (B)(4) and (B)(4) were duplicate reports of the same event. Any additional event information, if received, will be submitted under this manufacturer¿s report number.